Manufacturer narrative:
This report is being filed on an international product, list number 07p48-30 that has a similar product distributed in the us, list number 07p48, with 510k number k983442. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed alinity I thyroid stimulating hormone (tsh) result for one patient. The sample was higher by another method. The following data provided: sid (B)(6), alinity tsh result = 3.01 reference range = 0.37-4.4 uiu/ml. Roche result (other lab) = 5.2 and 5.1 reference range = 0.27-4.2 uiu/ml. No impact to patient management was reported.

Event description:
The customer observed a falsely depressed alinity I thyroid stimulating hormone (tsh) result for one patient. The sample was higher by another method. The following data provided: sid (B)(6), alinity tsh result = 3.01 reference range = 0.37-4.4 uiu/ml. Roche result (other lab) = 5.2 and 5.1 reference range = 0.27-4.2 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Historical performance of reagent lot 75094ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review on lot 75094ud00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostic¿s complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 75094ud00, was identified.